Event description:
Customer reportedly received results of 231 mg/dl on advantage system 1, 161 mg/dl on advantage system 2, and results of 59 mg/dl, 293 mg/dl, and 314 mg/dl on advantage system 1. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550811, expiration date 01/31/2010). (B) (6).